Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) lead had dislodged the day after implant. The rv lead was re-positioned and remains in use. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.